Event description:
Customer reported that her insulin pump is malfunctioning. She stated that she received an alarm and there is insulin missing from reservoir after the alarm occurred. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.